Event description:
Caller reported experiencing a cgm error 42 on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which did not resolve the error, so arrangements were made to replace the pump under warranty. The customer was guided on returning the faulty pump using a pre-paid label and acknowledged understanding of the process. The customer will continue using their current pump as backup therapy while awaiting the replacement.